Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused mold peritonitis. The patient was hospitalized and treated with caspofungin for the peritonitis event. The patient recovered from this peritonitis and was transferred to hemodialysis (hd). No additional information is available.

Manufacturer narrative:
(B)(4): the exact date of the onset of peritonitis is unknown.the cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.(B)(4).